Event description:
It was reported that the patient experienced a vt rhythm in the vt 2 zone, and the device appropriately delivered therapy. The rhythm decelerated to the monitor zone, and due to programming no continued therapy was delivered. External defibrillation was delivered to convert the patients rhythm. Programming changes were made. The patients condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.